Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Nurse reported via phone call high blood glucose levels. Customer's blood glucose level was over 500 mg/dl and customer was hospitalized. Customer experienced ketones and used manual injection to treat their high blood glucose. Customer received 2 no delivery alarms and the device was not working throughout the night. Troubleshooting for the no delivery alarm was performed. Customer advised they do not want to return the reservoir for analysis and are currently in the hospital. Customer was advised to call back in order to complete troubleshooting and ensure the device functions properly.